Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, when the trocar was pulled from the packaging, the outer seal fell on the floor. Another device was used to complete the procedure. There was no pt contact.